Manufacturer narrative:
The technician found the solenoid valve was stuck. He replaced the valve to repair the bed.

Event description:
Information received indicates, the head section is not working. The bed controls are not raising the head of the bed.